Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 37 events (event type code serious injury). The info submitted reflects all relevant data received. If add'l relevant info is received, a supplemental report will be submitted.

Event description:
It was reported that lead impedance measurements were 170 ohms bipolar and unipolar measured 290 ohms. The lead was reprogrammed to unipolar and remains implanted. No pt complications have been reported as a result of this event.